Manufacturer narrative:
A follow up report is being filed in an attempt to clarify the investigation results. Upon completion of the investigation it was noted that one end of the catheter had a clean cut and the other end was slightly jagged. It was also noted that during irrigation of the device an occlusion was found along with clear biological particles that was flushed from the catheter. The root cause of the subcutaneous accumulation of fluid reported by the customer appears to have been caused by that of a rupture in the catheter. The root cause of the rupture of the catheter was not clearly determined however as noted in the IFU, silicone has a low cut and tears resistance and must be handled with care. A review of the device history records confirmed that the device conformed to the required specifications when released to stock. Based on the results of this investigation, no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
Device evaluation: upon completion of the investigation it was noted that one end of the catheter had a clean cut and the other end was slightly jagged. It was also noted that during irrigation of the device an occlusion was found along with clear biological particles that was flushed from the catheter. It appears the problem reported by the customer was caused from the occlusion that was noted. It is not clear how the rupture of the catheter happened. It is indicated in the instructions for use that extreme care should be used when handling silicone products as silicone has a low tear resistance. A review of the device history records confirmed that the device conformed to the required specifications when released to stock. Based on the results of this investigation, no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Event description:
Customer reports that: "a subcutaneous accumulation of fluid was observed and when explanted it was verified that the distal catheter was ruptured. Distal catheter was replaced with another once and pt is in good condition.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.